Event description:
Ambulance personnel were treating a cardiac arrest pt the operators were attempting to perform CPR while pacing the pt. Reportedly, the pacer would shut off after 2-3 chest compressions. The attempt to pace was repeated with the same results. Attempts to pace were discontinued and the pt was transported to the hosp. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedics assessment of the pt's lack of viability.